Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic on (B)(6) 2021. There was a discrepancy between the total atrial tachycardia/atrial fibrillation (at/af) burden and the at/af burden since being cleared on (B)(6) 2019. It was discovered that the patient's lifetime at/af burden was being displayed on the programmer screen as opposed to the burden since the last clear. Programming changes were recommended but were not performed at this time. The patient was stable throughout.